Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with an episode of inappropriate anti tachycardia pacing (atp) therapy from the implantable cardioverter defibrillator (ICD) due to atrial signals falling into ventricular channel. The transmissions showed the device declared the associated episodes of supraventricular tachycardia (svt) as ventricular tachycardia (vt). There were episodes of ventricular over-sensing due to myopotentials. Programming changes were performed to resolve the issue. The patient was in stable condition.